Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the electrode was not fixed to the working element and continued to separate. As a result of inspecting both products, it was determined that the electrode was defective. The symptom of the defect was that there should have been a fixing groove, but the groove was not properly created. There was no direct impact on the patient, but since the surgery was extended by about 40 minutes the event is deemed reportable.

Manufacturer narrative:
Result of investigation: the electrode clicks correct in place inside several different working elements. Stamped locking geometry is present and correct. Item 27040db will not be returned. According to the customer, the item was functional at the time of use. Since the cutting loops used were returned and no specific defect could be found during inspection, it cannot be ruled out that the cause lies in item 27040db itself - in particular in the area of handling. However, further analysis is not possible as the item is not available for inspection. The returned electrodes are in specification and lock in place with different working elements. The most likely responsible product - the working element has not been returned. Most likely, this working element has a defective electrode lock, as two batches of electrodes failed to lock at the customers working element, which work fine over here with other working elements. According to our data analysis, there are no comparable defects in other items or complaints of this type. Without the article 27040db, the exact root cause cannot be conclusively determined. A possible root cause could be improper preparation of the item, which could have led to a functional impairment. Alternatively, excessive force during use cannot be ruled out. No corrective actions are required, as no critical and/or systematic deviations were identified during the investigation. However, the customer will be reminded and made aware of the right handling. The event is filed under internal karl storz complaint ID: (B)(4).